Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead was experiencing a failure to capture. Programming changes were made.

Event description:
New information received notes that the patient's condition was stable.